Event description:
It was reported that the battery sn (B)(4) has been found to give low run times. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted when the device is received and evaluated. No adverse event reported.